Event description:
The pt was admitted to the hospital in 2006, and the PICC line was placed eight days later. Twenty two days later, the line clotted. As the nurse was removing the catheter to replace the line, the catheter broke. A portion of the catheter remained in the pt. A cutdown procedure was performed and the catheter was successfully retrieved.

Manufacturer narrative:
A pre-paid mailing label and shipping tube have been sent to the user facility and sales rep for retrieval of sample. A supplemental report will be submitted upon receipt of sample and completion of the investigation.